Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urinary catheter. The customer reports the foley catheter balloon would not deflate. The customer reports the doctor cut the balloon inflation valve, but the balloon still would not deflate. The pt was then taken to surgery to have the foley removed.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion, the results will be forwarded.